Manufacturer narrative:
It was reported that there was a fire that started from chattanooga fluidotherapy machine in a medical office. This device was manufactured by henley int'l prior to this product being purchased by chattanooga brand and prior to djo purchasing the chattanooga brand. The device was on an automatic timer to turn on at 8:05am to be ready for patient use. The unit was last inspected a year prior to the event; it was overdue for inspection due the office closing early. The device is always plugged into the outlet with a note by the outlet to deter anyone from unplugging the outlet. The fire was contained to the device; it was extinguished by the fire department and removed from the building. The cause was classified as an electrical failure of the machine by the fire department. The device was not returned for evaluation, the root cause could not be established. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that there was a fire that started from chattanooga fluidotherapy machine in a medical office, no patient involvement.